Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked blood from a hole 'close to the white top connector' presumed to mean the spike of the blood tubing as the nurse was initiating the blood transfusion. The infusion was stopped and the tubing changed. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing leaked blood from a hole 'close to the white top connector' presumed to mean the spike of the blood tubing as the nurse was initiating the blood transfusion for an adult patient. The infusion was stopped and the tubing changed. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked blood from a hole was confirmed. Visual inspection of the set noted a small hole 2 inches below one of the drip chamber spikes. Examination under magnification observed one small hole in the tubing that is approximately 0.089 in long. There were no other anomalies observed. Functional testing confirmed leaking 2 inches below the drip chamber. The cause of the tubing leak is due to a small hole in the tubing. The root cause of the hole was not identified.

Event description:
It was reported that the tubing leaked blood from a hole 'close to the white top connector' presumed to mean the spike of the blood tubing as the nurse was initiating the blood transfusion for an adult patient. The infusion was stopped and the tubing changed. There was no patient harm.